Event description:
Reporter alleged she was not able to test over the weekend as her aviva system did not have power and she was awaiting batteries being sent to her by the MFR of the device. Reporter alleged she went to the doctor because she couldn't test and was very shaky. Reporter stated he obtained a 289 mg/dl result on his system then sent her to the ER. Reporter stated the ER obtained a 333 on their system and admitted her to the hospital for the hyperglycemia and tia. Reporter stated she was in the hospital for a week and was given an unk insulin and glucophage for her diabetes while there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.